Manufacturer narrative:
Common name - hybrid graft. Product code - ftl. The: 510k - k111695. Ongoing efforts to obtain information are occurring. At this time, it appears as if the patient presented with pain and abdominal distension. The surgeon performed exploratory surgery and found dense adhesions to the graft and explanted the device. Patient is recovering and has been discharged from the hospital after having a different device implanted.

Event description:
Complications after procedure. Patient presented with pain and abdominal distension. Surgeon found adhesions and subsequently removed the device.

Manufacturer narrative:
The root cause of the adhesions is inconclusive. However, many factors can influence and contribute to adhesion formation including, but not limited to a patient's tendency to form adhesions, an abdominal procedure, any damage to the bowel during the initial surgery, excessive tissue incisions, history of prior surgeries, excessive handling of viscera, post-operative activities, and nutrition. Adhesion formation is listed as a potential complication in the IFU.

Event description:
Complications after procedure. Patient presented with pain and abdominal distension. Surgeon found adhesions and subsequently removed the device. Update: the surgeon placed a c-hyb-15d in a (B)(6) male patient on (B)(6) 2015 in a laparoscopic intraperitoneal onlay mesh (ipom) procedure. At some point post op the patient began experiencing pain, abdominal distension, and elevated c-reactive protein (crp) lab values. On (B)(6) 2015, the patient underwent a laparoscopic re-look and the zenapro was found adhered to the small bowel. The surgeon explanted the device.